Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. The device remains implanted in the patient.

Event description:
It was reported that a patient underwent therapy because poly was worn, glenoid was loose. No delay. No medical intervention.

Manufacturer narrative:
Please note the correction made to the h6 clinical code: the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, in this case, the implant was implanted in 2007 and remained in use in the patient for 15 years. It is safe to say that device has performed its task as intended till now. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information (images, part's lots/references ¿) is provided, the investigation will be reassessed.

Event description:
It was reported that a patient underwent therapy because poly was worn, glenoid was loose. No delay. No medical intervention.